Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in an error that results in an inability to initiate mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Per additional information received, the device was contaminated and became corroded after water damage. The device was unrepairable and will be removed from service. This record is not reportable due to use error water or an unknown liquid contaminated and damaged the device.